Manufacturer narrative:
The reported complaint that "thermogard xp ivtm system (sn (B)(6) displayed tcmid:02 (ce danfoss error) error messages" was confirmed in the system's event log and during functional testing. The root cause of the tcmid:02 was the malfunctioning danfoss controller, most likely due to failed component(s) or due to the age of the device. The thermogard console was manufactured in september 2018 and is almost five years old, and it has reached its expected service life of 5 years. Visual inspection of the thermogard console showed no physical damages or anomalies. Review of the system's event log revealed tcmid:02 (ce danfoss error) error messages, confirming the reported complaint. The thermogard system failed the initial functional test as the console displayed a tcmid:02 error message, confirming the reported complaint. Technical investigation revealed that the danfoss controller was malfunctioning, and it was replaced to remedy the fault. After replacing the danfoss controller, the console worked without any issues. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6) displayed tcmid:02 (ce danfoss error) error messages. The console was restarted but wouldn't pass the self-test, and tcmid:02 occurred again. Another thermogard console was used to continue the treatment. No patient injury was reported.